Event description:
The pi drill had a part that came off during surgery, and this is the second time this has happened at our facility. Patient code: 4582. Device code: 2907. Reference report mw5182168.